Event description:
Info rec'd indicates the head of bed rising on its own due to a stuck head up switch on the right siderail pt control circuit board.

Manufacturer narrative:
The technician replaced the pt control circuit board to repair the bed.